Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation revision procedure with a mentor smooth round high profile 310cc saline breast prosthesis (right device) and an unspecified mentor saline breast prosthesis (left device) developed capsular contracture (baker grade IV) in both breasts. Bilateral capsular contracture was confirmed by a physician. In addition, the patient developed limited arm mobility on the left side and pain in the neck and shoulder. As a result, the patient underwent bilateral explantation on (B)(6) 2019. This medwatch report is for the right breast prosthesis.